Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone peeled back from jaws. Additionally, the metal cautery was separating from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone peeled back from jaws. Additionally, the metal cautery was separating from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissues were observed on the tool handle and tool jaws. Microscopic inspection showed the silicone insulation peeled and detached from the cold jaw exposing the metal part underneath. The detached part of the silicone insulation was not returned to the factory. The heater wire on the hot jaw was observed to be flexed away and detached from the tip but remained attached to the base. Based on the returned condition of the device and the evaluation results, both reported failures "peeled jaw" and ¿material twisted/bent¿ were confirmed. Specific actions for the reported failure ¿material twisted/bent¿ are being maintained and documented under maquet¿s failure investigation report (fir) system.